Event description:
In 2007, the lay user/patient contacted lifescan another country alleging his one touch ultrasmart meter read inaccurately high. The medical affairs specialist sent a follow-up questionnaire to the customer service representative (csr) to ask the patient. On three days earlier, between 2 pm and 3 pm, the patient alleged he felt queasy and shivery, which he describes as typical of hypoglycemia for him. In the morning, at 11:51 am, the patient obtained a reading of 267 mg/dl on his meter. He took 12 units of humalog mix 50/50 insulin at that time based on that reading. He normally takes humalog mix 50/50 in the morning and humalog mix 75/25 in the evening. The patient usually takes 6 units of humalog mix 50/50 if the blood glucose level is at or below 160 mg/dl. He takes 10 units if the reading is between 160 and 200 mg/dl and 12 units if the reading is over 200 mg/dl. The readings from the previous day were 160 mg/dl at 7 am, and 145 mg/dl at 3:30 pm. He did not feel any symptoms at that time. He took a reading at the time of the symptoms and obtained a reading of 80 mg/dl and decided to treat himself with oral glucose. He felt better a few minutes later. The patient states this is the first time his readings did not correlate with his symptoms and does not recall another instance that his meter had read inaccurately. The patient tests his blood sugar 2 to 3 times daily. The patient has been testing his blood sugar with the same frequency since the time of the symptoms. He has not changed anything regarding his diet or medications and has not had any further symptoms since. The csr determined during the troubleshooting telephone call the patient's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure. The meter and test strips were replaced. This complaint is being reported because the patient alleged he obtained a high reading, took extra insulin, and felt hypoglycemic. The patient administered self care based on the symptoms and did not seek medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.